Manufacturer narrative:
(B)(4). The service engineer evaluated the device and verified the reported issue. The single board computer printed circuit board was replaced and the device passed all testing.

Event description:
It was reported that the ht70 plus ventilator display froze at the six picture screen and would not complete the power on self-test (post). The ventilator was not in use on a patient at the time of the reported event.